Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope converted the image from 3d (3 dimension) to 2d (2 dimension). The issue occurred during an unspecified procedure. The procedure was completed using the same device. There was no report of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: broken meniscus of the r-unit section. A definitive root cause could not be established. Based on the results of the investigation, it is likely the following led to the malfunction: broken meniscus of the r-unit section and cut in protector of the video cable section caused the image issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.